Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. Despite serval attempt to contact the site, performed by our us distributor cutting edge laser technologies, throughout the period since the initial report the site have not responded. The only communication received from the site was regarding the investigation that was in place by mr. Moya of the business consumer services and housing agency, division of investigation in sacramento california. No other communication have been received form the site by us or our us distributor. Due to the fact that the site was unresponsive it was impossible to evaluate the device because the site did not made the laser available for technical evaluation. Based on the information above mentioned it is possible to conclude that the event has been caused by a user error by the physician in performing the correct post-treatment care in accordance to the operator's manual and good clinical practice. This follow up report have to be considered also as a final report unless FDA have any further question.

Manufacturer narrative:
We the manufacturer of the device performed the investigation based on the information that have been supplied by the distributor with the support of our internal clinical staff . Our internal clinical staff was unable to evaluate if the treatment was performed with the correct parameters, related to the intended treatment and patient skin type, because the exact parameters used by the physician were not supplied. Anyway a narrative from both the site and the patient was disclosed. Based on the information disclosed from the clinic the patient was treated on (B)(6) 2018 for laser skin resurfacing on the face. The clinic reports to have treated the patient with the lowest settings but do not reports the exact settings. The clinic reports that the treatment went smooth and the patient was clearly informed on what to expect following the treatment and the possible discomfort. Following the treatment, the patient, experienced pain and discomfort and seek attention from the regenesis clinic in which she was reassured that the healing process was proceeding well and mild pain and discomfort are expected during the first days post-treatment. The patient was prescribed with hydrating ointment only. The patient kept suffering of pain and seek the attention of an ER clinic in which she was prescribed with topic antibiotics. The patient also made available pictures of herself a day after the treatment and 2days after the treatment. All the available information have been evaluated by our internal clinical staff, in the person of mr. (B)(6), who was unable to evaluate the treatment itself because the parameters were not made available. He anyway evaluated the patient's pictures during the post-treatment and stated that an infection was initiating. As per operator's manual om079r1_g.v16 at chapter 'post treatment recommendation' the patient correctly seek for attention from the site based on the pain and burning sensation while the site wrongly evaluated the patient's condition and have not given to her the correct therapy based on her condition as per physician's good clinical practice. Up to date it was not possible to evaluate the device with authorized local service. Anyway the service intervention has been scheduled and a follow-up report to the present MDR will be submitted in order to supply all the missing information and, if applicable, update our investigation and up-to-date conclusions. The operator's manual and the risk management file have been evaluated and found adequate.

Event description:
On october the 24th 2019, el. En. Electronic engineering spa became aware of an adverse event, reported by the us distributor cutting edge laser technologies who received a letter from mr. (B)(6) an investigator with the business consumer services and housing agency, division of investigation in sacramento california concerning an adverse event in which the patient suffered of pain and bruising sensation following a skin resurfacing treatment on the face. The actual medical device involved in this event is a deka smartxide dot ref m079r1 that is manufactured by el.en. Electronic engineering spa and marketed in the us with 510(k) k072159. Mr. (B)(6) reported the place where the event took place: (B)(6) and the request to not contact the physician. Following several communication with mr. Moya we and our us distributor received, in date november the 5th, 2019, the permission to investigate and contact the site/physician in order to gather all the information needed to perform our investigation. The site has been contacted by the us distributor and narrative of both, patient and site, has been supplied. Moreover, pictures of the patient a day after the treatment and two days after the treatment have been disclosed. The site reported to have performed the treatment with the lowest settings available but did not supply the exact parameters used. The patient went to the clinic complaining pain and bruising sensation. She was prescribed with hydrating ointment only and reassured that her condition are expected following the treatment. Due to the persistence of the discomfort and pain, the patient, went to an ER clinic and was prescribed with topic antibiotics. A clinical evaluation of the images and narratives have been performed by our product manager for the dermatological area mr. (B)(6) (which is a person qualified to make a medical judgement as per 21 cfr part 803.20(c)(2)) that concluded that, the physician of the clinic have not performed correctly the post-treatment care of the patient because she have not prescribed topic antibiotics despite the fact that the patient was experiencing an initial phase of infection. We, the manufacturer of device, became aware of the event on (B)(6) 2019 by email from the us distributor and, according to 21 cfr part 803, evaluated this event as reportable because the patient required medical intervention to heal correctly.